Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at his scs ipg pocket site. As a result, the scs ipg was explanted and replaced with a different model during a surgical procedure to address lead migration (MFR. Report: pending). It was also noted that the pocket site was relocated to facilitate lead placement.